Manufacturer narrative:
Tech service spoke with biomed who reported that the infimed i5 powers up but the monitor screen was compressed to the top right corner on both the control room monitor and table monitor. Biomed had tried resetting graphics and the iapdb cards in the tower but the issue remained. Tech service thought the problem would be the iapdb board, but the biomed believed the issue was the video card and wanted the part number for a replacement, so service gave biomed replacement part number 710318 for a card replacement if that was the issue. On a follow up phone call, the customer reported that he was able to repair the system by replacing the iapd board and now the system was fully functional.

Event description:
Customer reports during an unknown procedure the fluoro failed. Patient was moved to another room to complete the procedure without incident. No reported injury. No additional details are known.